Event description:
The event is reported as: the customer alleges that when attempting to inflate the balloon, it was noted that the sealing was not sufficient. Only one side of the balloon was inflated. The anesthesia person stated that this issue occurred three times during the same event. The patient was awakened and the intervention was postponed. No report of a patient injury. The patient condition is reported as fine.

Manufacturer narrative:
A total of three reports (MDR) will be submitted for this event.